Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer's mother was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was 114 mg/dl. The customer also stated that fluid under liquid crystal display screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.